Event description:
Patient had bard g2x inferior vena cava (ivc) filter placed approximately 16 months ago. About two weeks ago, the patient came to the hospital stating she had heard recent concerns about the ivc filters on tv. Patient wanted her ivc filter evaluated and options reviewed. Five days later, the patient underwent removal of ivc filter with snare removal of two (2) wire fragments from upper lobe of the pulmonary artery. Attempt to remove wire fragment from the right lower lobe pulmonary artery was unsuccessful.======================manufacturer response for ivc filter, bard g2x filter (per site reporter): they are aware that an issue with the filter exists and would like to have the product back for evaluation.